Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that when the physician partially closed the pocket, the pacemaker lost rf (radiofrequency) telemetry and could no longer be interrogated. The physician attempted to re-interrogate the device and it was eventually found that the pacemaker found to be in back-up mode. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.